Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. A cause for the reported patient effect of death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled, effects of levosimendan in patients with severe functional mitral regurgitation undergoing mitraclip implantation.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article: effects of levosimendan in patients with severe functional mitral regurgitation undergoing mitraclip implantation. No additional information was provided.